Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that she could not get the bolus wizard, back light or anything to work on the insulin pump. She changed the battery, changed the site, and filled the cannula when she noticed that the buttons did not respond. The button error alarm occurred thereafter. The customer's blood glucose was 161 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked case at display window corner, battery tube threads, belt clip slot, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.